Manufacturer narrative:
Date of event is estimated. Patient's weight was not available. A patient experienced ineffective stimulation/therapy was reported to abbott. As a result, the entire system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced shocking sensations, numbness, urinary retention (related manufacturer reference number: 3006705815-2024-04822), and infection which required emergency hospitalization. Patient's therapy was also ineffective. Surgical intervention was undertaken wherein the entire system was explanted to address the issues.